Manufacturer narrative:
The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. No anomaly was found in the manufacturing record and the shipping inspection record. No other similar report was found in the past. Relevant instructions for use (IFU) reference: "if any resistance is felt or if the tip's behaviour and/or location seems improper, stop manipulating the runthrough ns and/or the dilatation catheter and determine the cause by high resolution fluoroscopy. Failure to exercise proper caution may result in bending, kinking, separation of the guide wire's tip, damage to the dilatation catheter, or damage to the vessel." (B)(4) (importer) registration no. (B)(4) is submitting this report on behalf of ashitaka factory of terumo corporation (manufacturer) registration no. (B)(4).

Event description:
The user facility reported that the involved device was used to treat lm-lad lesion. After placing a des in the lm-lad lesion, the involved device was passed through the stent to the cx branch side, and then treatment such as kbt was performed. However, toward the end of treatment, blood leakage was confirmed at the distal cx branch. Upon confirming, it was determined that the involved device had perforated the periphery, as no other device had been inserted into the cx branch other than the involved device. Therefore, an attempt was made to embolize with coils using a microcatheter; however, it was not possible to wire the perforator branch, and hemostasis could not be achieved. Subsequently, based on the course of event, it was determined that the leaked blood had gone through the cs. In addition, since there was no pericardial effusion, the harm for the patient was deemed minor and treatment was finished. There was no pericardial effusion, and the patient's harm was deemed minor. In future cases, when a side branch was selected using izanai, the plan was to then replace it for another wire to continue the procedure. The procedure outcome was not reported. The patient was in remission from the minor harm.